Event description:
It was reported that during a back surgery, when the surgeon attempted to insert or remove the burr/cutter device into the attachment device, metal shavings were observed due to a "tight fit". The planned surgical procedure was completed with the actual device without delay. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was received for evaluation. Reliability engineering evaluated the device. It was observed that the device failed the cutter insertion test. Therefore, the reported condition was duplicated and confirmed. Evidence indicated this was due to usage wear over time. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).